Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. On 03-15-2017 additional information was obtained regarding previously omitted patient information of pt ID, gender and age and noted in the relevant block. On 03-15-2017 additional information obtained indicated the date of event was reported in error. Changed date of event from "(B)(6) 2016: to "(B)(6) 2016." On 03-15-2017 additional information obtained indicated the physician name was reported in error. Changed and noted as appropriate under initial reporter.

Event description:
This supplemental report is being submitted because additional information was obtained on 03-15-2017 indicating the date of event and the initial reporter was provided in error. In addition, patient information of identifier, gender, and age that was not previously included in the initial medwatch 3500a MDR report (2939520-2016-00016) submitted to the FDA on 02-15-2017 was obtained.

Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. The UDI number is not applicable to this device as it was manufactured prior to 09/24/2016.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. The customer stated that the image produced by the device was lost during the procedure. No damage was observed during prep and all portions of the device appeared to be accounted for after removal from the patient's body. The device was removed by itself. There were no adverse events and no intervention was performed. No resistance was felt at any time either inside or outside the body. Treatment was completed by the procedure and the patient was discharged as expected in "fine" condition. The device was inspected and a portion of the distal tip was broken off 3 mm from the edge of the distal scanner, there was no adhesive between the esl and scanner, and a portion of the esl was lifted. Several elements failed the apt test. The device was recognized by the imaging system, but the image produced was incomplete. The imaging complaint was not duplicated. The lack of adhesive was not related to the separation observed. It could not be determined when the damage observed to the distal tip occurred. Strain, impact, and forces associated with use can affect the integrity of the device. The remaining portion of the distal tip was not returned with the device. The instructions for use (IFU) cautions that the device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution as a portion of the distal tip had separated. If the event were to recur there is a potential for harm.